Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event, please see associated report: 0001822565-2021-00190. Concomitant medical products: stemmed tibial component precoat size 3, item#: 00598003701, lot#: j6782065. Report source: spain. Customer has indicated that the product will not be returned to zimmer biomet for investigation as it remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that an articular surface would not seat with the tibial tray. After two attempts, a piece of metal approximately 0.5 cm came off from the anterior part of the tibial implant area where the inserter of joint surfaces is placed. Attempts to obtain additional information have been made; however, no more information is available.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up is being submitted to relay additional information. Product was not returned. Therefore, visual and dimensional evaluations could not be performed. Medical records were not provided. Device history record (DHR) was reviewed for deviations and/ or anomalies with no deviations / anomalies identified. A definitive root cause cannot be determined for the art surface not being able to seat and the tibial tray fracturing. Per instructions for use 87-6203-453-23 rev. D page 3, "do not reinsert an articular surface that has been inserted previously. There may be visually nondetectable flaws that could reduce the service life of the implant." The surgeon re-using the articular surface with a second tibial tray is off label use and failure to follow instructions provided in the IFU. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.